Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2020. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated she has swelling in her chest area. Details she started to use the spinal pak on in (B)(6) hours a day primarily when she was 90% laying down with not issues. As of last week she noticed swelling an pain when using the spak. She did contact the doctor he advised for her to back off using the spak from 24 hours to 8 hours. Patient states in 2014 she had breast cancer. She feels this is effecting her negatively. As of friday she only use it for 8 hours but her pain level is 10 she cannot wear the spak she is in too much pain . I advised her to stop wearing it and contact her doctor again .

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. B5: description event or problem updated. D5: operator of device- patient/consumer added. D8: was this device serviced by a third party? Updated to no. D9: device available for evaluation? Updated to no. E2: occupation updated to non-healthcare professional. G1-2: contact office updated. G3: date received by manufacturer added. G6: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: health effect updated 1994-pain. H6: investigation code added to 4114: device not returned. H6: investigation code added to 4119: insufficient information available. H6: investigation code added to 3331 - analysis of production records. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data. The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the sales rep that the patient stated she has swelling in her chest area. Details she started to use the spinal pak on in 24- september hours a day primarily when she was 90% laying down with not issues. As of last week she noticed swelling and pain when using the spak. She did contact the doctor he advised for her to back off using the spak from 24 hours to 8 hours. Patient states in 2014 she had breast cancer. She feels this is effecting her negatively. As of friday she only use it for 8 hours but her pain level is 10 she cannot wear the spak she is in too much pain. I advised her to stop wearing it and contact her doctor again. Update 6/27: I spoke to the patient regarding the pain with the unit. The patient stated that the doctor told her to discontinue the unit in 2020 due to the pain.